Event description:
It was reported that the caller experienced a malfunction on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information for resetting the pump and assisted the caller with this process, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if the issue recurred.